Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. No add'l info was provided.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.